Event description:
It was reported that when connected to a patient, the ventilator alarmed for high peep (positive end expiratory pressure). There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator logs were downloaded. Functional tests were performed with test lung for 45 minutes without peep fluctuation. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No further issues have been reported since the on-site investigation was performed. No parts were replaced. Evaluation of the received ventilator logs confirmed the occurrence of an alarm for high peep on the reported event date. There are no technical error codes in the logs and the last successful pre-use check was performed on the event date prior to the event. However, prior pre-use check shows that the measured offset value for the expiratory pressure transducer during pressure transducer test has drifted up and down which indicate an unstable expiratory pressure transducer, but still within expected tolerance. A high peep alarm will occur when the measured end expiratory pressure is above the preset alarm limit for three consecutive breaths. The first remedy action according to the user's manual is to check the patient's breathing system. The reported alarm was not reproduced and no parts have been replaced, but the drifting offset value of the expiratory pressure transducer may explain a temporary minor increase of the peep value.

Event description:
(B)(4).